Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by the customer. The reported malfunction was observed during review of the visual data. According to the activity logs, the delivered outputs from the device's end appear to be within specification however, the outputs from the simulator are low. The customer was advised to check the connection method between the device and the simulator, and if the user is confident in the set-up, it is recommended that the device be returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a charging capacitor on the pace/defib (pd) engine board. The customer declined the recommended repair of the device. The device was labeled "not for clinical use" and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.